Manufacturer narrative:
(B)(4). Concomitant medical products: versa-dial/comp ti std taper cat# 118001 lot# 168410, comp rvrs shldr glnsp std 41mm cat# 115320 lot# 397490, acrom xl 44-41 std hmrl brng cat# xl-115366 lot# 742400, comp rvs hmrl ti tray 44mm cat# 115340 lot# 988750, comp rvs cntrl scr 6.5x45mm st cat# 115385 lot# 683180, comp non-lckng screw 4.75x40mm cat# 180512 lot# 919380, comp non-lckng screw 4.75x40mm cat# 180512 lot# 490220, comp locking screw 4.75x25mm cat# 180502 lot# 719990, comp locking screw 4.75x25mm cat# 180502 lot# 719990, comp locking screw 4.75x30mm cat# 180503 lot# 003710, comp non-lckng screw 4.75x35mm cat# 180511 lot# 064300. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00453, 0001825034-2022-00454, 0001825034-2022- 00455, 0001825034-2019-05285, 0001825034-2022-00456, 0001825034-2022-00457, 0001825034-2022-00458, 0001825034-2022-00459, 0001825034-2022-00460, 0001825034-2022-00461 and 0001825034-2022-00462.

Event description:
It was reported that a patient underwent a revision procedure approximately 7.5 years postimplantation due to pain. During the revision, metal debris was noted, the well fixed stem was explanted, and a proximal humeral fracture occurred and repaired. All components were exchanged without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain to right shoulder. General anesthesia, previous incision utilized. Surgeon indicated the x-ray showed angulation to glenoid, but identified during surgery the baseplate was well-fixed and therefore not revised. No signs of infection. Glenosphere was exchanged for proper size. Some degenerative tissue was removed. Metal debris from the broken humeral tray was noted. Trunnion broke flush with humeral stem, and therefore the surgeon had to remove well-fixed uncemented stem, and in turn proximal fracture occurred, cable wire was placed around fracture. No device problem was found with the stem as the stem was well-fixed. It was removed due to the tray fracture only. Removal of the well-fixed stem was the reason for the bone fracture. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.